Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During an in clinic follow-up, out of range pacing impedance and undersensing were observed on the right atrial (ra) lead. Ra lead dislodgement was found to be the cause of the event. No intervention was performed at this time. The patient was in stable condition and will continue to be monitored.

Event description:
Additional information received indicated the lead was explanted and replaced to resolve the event. The patient was in stable condition.

Event description:
Additional information received indicated during an in clinic follow-up, loss of capture, failure to sense, and undersensing were observed on the right atrial (ra) lead, while pacing impedance was in acceptable range. Ra lead dislodgement was found to be the cause of the event. Lead revision is anticipated, however, no intervention was performed at this time. The patient was in stable condition and will continue to be monitored.